Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter was leaking 9cm above insertion site, not leaking from insertion site.

Event description:
Catheter was leaking 9cm above insertion site, not leaking from insertion site.

Manufacturer narrative:
Correction: the model number should be 1261.207g and the date of the event should be 21-dec-2021. The previous initial report MDR-2245270-2022-00003 listed 1252.207g and 28-dec-2021 erroneously. We have received the catheter as a faulty sample. Flushing the catheter does not result in a flow as it is severe occluded. Microscopic examination shows a radial damage right below the pink adapter, which might have led to the leakage. Furthermore, the area below the adapter is unusually soft and therefore indicates a degeneration of the material for example caused by alcohol-based disinfectants (see pictures). Apart from that, no damages were detected. We were informed that the customer used chlorhexidine and betadine, but it was not mentioned if those disinfectants were alcohol- or water-based. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Moreover, we have a warning leaflet in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." The radial damage is possibly the beginning of a tensile fracture. From previous complaints we learn of various possible causes of a tensile fracture: dressing change: in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture routine care: when lifting the baby to change bedding movement: the baby themselves catching the line, normally with a foot, during movement. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exceptions found. There are no further complaints for batch 8138683 and no further complaints regarding a leaking catheter on code 4g07126107 within the last three years. Corrective action: no further corrective action initiated by quality management as a result of this complaint since the catheter worked well for one month and there are no indications of a.

Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Catheter was leaking 9cm above insertion site, not leaking from insertion site.